Event description:
"S/p b subgl periareolar 255cc surgitek gels for involuntary atrophy. They encapsulated early, r greater than l, and are worsening to the point that they are now quite painful. The r has decreased in size, no h/o trauma. The pt also c/o systemic sx's progressively disabling to the point that pt feels they are dying and must get implants out - these include myalgias (+ am stiffness)/arthralgias, paresthesias/dysesthesias, swelling, fatigue, sleep disturbances, adenopathy, fevers, night sweats, headaches, visual changes, memory loss, sicca, hair loss, rashes, sen sun/cold/etoh, sob/cough, cp, choking sensation, decreased appetite/taste, oral/anal sores, gu changes, loss of libido and tm itching. Pt is otherwise healthy."